Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2008," the plaintiff was implanted with an ams miniarc to "treat pelvic organ prolapse and/or urinary incontinence." The plaintiff's attorney has alleged that, some time after implant, the "plaintiff began experiencing bleeding," "dyspareunia, urinary and other problem." The plaintiff's attorney also alleged that the "plaintiff suffered, and continues to suffer, serious bodily injury and harm," and experienced "severe and debilitating pain, mesh erosion/exposure/extrusion/protrusion, infections," and "bowel problems and other severe adverse health consequences." The plaintiff's attorney further alleged that the plaintiff "has sustained and will continue to sustain severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.